Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of pain and stenosis are listed in the supera instructions for use as known patient effects of peripheral stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. The additional 4.5 x 120 mm and 4.5 x 60 mm 6f supera stents mentioned are being filed under separate manufacturer report numbers.

Event description:
It was reported that on (B)(6) 2015 three supera stents (4.5 x 120 mm (x2), 4.5 x 60 mm) were implanted in the superficial femoral artery. The patient had calf pain and in-stent restenosis in all three stents on (B)(6) 2016. Laser atherectomy and balloon angioplasty were performed. The condition resolved. No additional information was provided.